Event description:
Customer reported the panorama central station shut down, which may have resulted in loss of ambulatory telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Service representative evaluated the system and found excessive heat in the rack room. Customer was provided with a loaner system, which included the server, wireless transceiver, tim, and switch, which it is being returned to mindray's national repair center for repair.